Event description:
Superior attachment system did not open. The patient was converted to standard open procedure. During manipulation to remove the superior attachment system from the patient's aneurysm, the hooks did pop open. It was then noted that approximately 2 and 1/2 cm of clear monofilament line was present. Patient expired on 11/13/1999.